Event description:
It was reported that the patient underwent transplant. The patient was elevated on the transplant list due to driveline infection. The driveline infection spread to the mediastinum. The device operated as expected and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was still admitted as of 19may2025. The patient received a heart transplant. The patient's operation cultures were negative. There was positive corynebacterium cultures in the past. The patient was on vancomycin for mediastinitis. Plan of care included mediastinal irrigation and delayed primary closure of chest.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.